Event description:
It was reported that they were trying to deliver therapy using arctic sun device but were getting no flow. Flow rate (fr) was 0lpm, inlet pressure (ip) was -0.1psi, circulation pump command (cpc) was 100 percentage. Pump hours were 1058 and system hours were 1216. Stopped therapy. Emptied and disconnected pads. Started therapy in manual mode. Flow rate (fr) was 1.8lpm, inlet pressure (ip) was -7.0psi, 53 percentage. Connected pads one at a time. Left chest flow rate (fr) was 0.8lpm, inlet pressure (ip) was -7.1psi, circulation pump command (cpc) was 33 percentage. Left thigh pad flow rate (fr) was 1.8lpm, inlet pressure (ip) was -7.2psi, circulation pump command (cpc) was 51 percentage. Right thigh pad flow rate (fr) was 0.5lpm, inlet pressure (ip) was -3.9psi, circulation pump command (cpc) was 100 percentage. Moved to another valve set, flow rate (fr) was 2.6lpm, inlet pressure (ip) was -7.2psi, circulation pump command (cpc) was 66 percentage. Right chest flow rate (fr) was 2.6lpm, -5.4psi circulation pump command (cpc) was 100 percentage. Moved to another valve set, flow rate (fr) was 2.2lpm, inlet pressure (ip) was -7.0psi, circulation pump command (cpc) was 100 percentage. Placed device back in automatic mode. Suggested marking valve sets that gave poor inlet pressure. Asked to have biomed inspect device once therapy was complete.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were trying to deliver therapy using arctic sun device but were getting no flow. Flow rate (fr) was 0lpm, inlet pressure (ip) was -0.1psi, circulation pump command (cpc) was 100 percentage. Pump hours were 1058 and system hours were 1216. Stopped therapy. Emptied and disconnected pads. Started therapy in manual mode. Flow rate (fr) was 1.8lpm, inlet pressure (ip) was -7.0psi, 53 percentage. Connected pads one at a time. Left chest flow rate (fr) was 0.8lpm, inlet pressure (ip) was -7.1psi, circulation pump command (cpc) was 33 percentage. Left thigh pad flow rate (fr) was 1.8lpm, inlet pressure (ip) was -7.2psi, circulation pump command (cpc) was 51 percentage. Right thigh pad flow rate (fr) was 0.5lpm, inlet pressure (ip) was -3.9psi, circulation pump command (cpc) was 100 percentage. Moved to another valve set, flow rate (fr) was 2.6lpm, inlet pressure (ip) was -7.2psi, circulation pump command (cpc) was 66 percentage. Right chest flow rate (fr) was 2.6lpm, -5.4psi circulation pump command (cpc) was 100 percentage. Moved to another valve set, flow rate (fr) was 2.2lpm, inlet pressure (ip) was -7.0psi, circulation pump command (cpc) was 100 percentage. Placed device back in automatic mode. Suggested marking valve sets that gave poor inlet pressure. Asked to have biomed inspect device once therapy was complete.

Manufacturer narrative:
The device was not returned. The reported issue was inconclusive. The root cause of the reported issue could not be identified. They were trying to deliver therapy using arctic sun device but were getting no flow. Flow rate (fr) was 0lpm, inlet pressure (ip) was -0.1psi, circulation pump command (cpc) was 100 percentage. Pump hours were 1058 and system hours were 1216. Stopped therapy. Emptied and disconnected pads. Started therapy in manual mode. Flow rate (fr) was 1.8lpm, inlet pressure (ip) was -7.0psi, 53 percentage. Connected pads one at a time. Left chest flow rate (fr) was 0.8lpm, inlet pressure (ip) was -7.1psi, circulation pump command (cpc) was 33 percentage. Left thigh pad flow rate (fr) was 1.8lpm, inlet pressure (ip) was -7.2psi, circulation pump command (cpc) was 51 percentage. Right thigh pad flow rate (fr) was 0.5lpm, inlet pressure (ip) was -3.9psi, circulation pump command (cpc) was 100 percentage. Moved to another valve set, flow rate (fr) was 2.6lpm, inlet pressure (ip) was -7.2psi, circulation pump command (cpc) was 66 percentage. Right chest flow rate (fr) was 2.6lpm, -5.4psi circulation pump command (cpc) was 100 percentage. Moved to another valve set, flow rate (fr) was 2.2lpm, inlet pressure (ip) was -7.0psi, circulation pump command (cpc) was 100 percentage. Placed device back in automatic mode. Suggested marking valve sets that gave poor inlet pressure. Asked to have biomed inspect device once therapy was complete. The instructions for use was reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the fluid delivery line serial number is unknown. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.